Manufacturer narrative:
(B)(4).

Event description:
This patient presented to the emergency department with complaints of vague chest pain and fever, and significant constipation and subject was afraid the leads had dislodged. Admitted with systemic inflammatory response syndrome and is now resolved without further antibiotics; blood cultures negative. Constipation resolved. Echo and chest x-ray unremarkable with stable leads position, no signs of infections. This system remains implanted at this time.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.